Event description:
--

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory a fracture of the outer coils was confirmed. Due to the location and the type of damage it is possible that the damage most likely was due to clavicle first rib crush. The findings in the laboratory could have contributed to the clinical observations.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead and left ventricular lead were explanted due to a dislodgement. It was also noted that the left ventricular lead showed a change in pacing impedances. The leads will be returned. No adverse patient effects were reported following the procedure.